Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces and intermittent act button response due to a flattened dome switch. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and scratched reservoir tube window.

Event description:
The customer reported via telephone call that the numbers on the display scrolled without input and the insulin pump alarmed for a button error. The blood glucose reading was 150 mg/dl. The insulin pump had not been dropped or exposed to moisture. The customer removed the battery and put it back and noticed that the buttons were not responding properly. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.